Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod for longer than 48 hours. Symptoms reported include vomiting and the patient being unable to urinate. Once at the hospital the patient had labs performed. The patient was given intravenous fluids as well as insulin. The patients pod was removed and the patient was transported by helicopter to another hospital. The patient was admitted to the intensive care unit (ICU). The patient was discharged from the hospital ICU after 24 hours.